Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No low battery alert, power loss alarm, replace battery alert, replace battery now alarm noted during testing. All audio tones were heard during the self test properly. Adjusted the audio options audio volume and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, the motor arm cannot communicate with the main arm error and hardware low level failures error alarm confirmed in device history due to broken trace at pin keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had pump error. The customer¿s blood glucose was 150 mg/dl at the time of the incident. Customer was able to successfully clear the alarm and able to rewind the insulin pump. Customer performed self test and it failed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.